Manufacturer narrative:
The customer reported complaint for a quattro catheter leak was not confirmed during visual inspection and functional testing. Evaluation of the returned catheter revealed no issue with the catheter. The catheter functioned as intended. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. A visual inspection of the returned catheter was performed. No abnormalities with the catheter was seen. All infusion ports flushed successfully, except the medial luer tubing. The medial luer tubing was noted to be clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and no leak was noted. The balloons were able to deflate without difficulties. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 70556.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll quattro catheter was inserted into the left femoral vein by a physician. 24 hours after initiation of therapy, blood was noted inside the start-up kit (suk). The catheter was replaced and therapy was continued. No patient consequences were reported.